Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is insufficiency fracture due to the patient's condition.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient had pain relief for six months before complaining about a recurrence of pain symptoms. The patient has a history of osteopenia and has had pervious lumbar fusions. The surgeon determined insufficiency fracture of the sacrum on the right side. He did not indicate that any of the implants were malpositioned nor was there neurologic injury/deficit. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the most cephalad positioned implant and packed the void with bone graft. None of the other preexisting implants were adjusted or removed. The status of the patient following the procedure is not known.